Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: facility reported: universal femur nail does not meet the design specifications. The product was not used. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4).the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing. Placeholder.